Manufacturer narrative:
(B)(4). Final analysis found the a-setscrew was down in the connector port and was blocking the a-lead from inserting by it. Once the setscrew was backed out far enough test leads could be fully inserted into the connector. Only the setscrew blocking the port was preventing lead insertion. It is possible the setscrew may have been positioned too far down after one of the manufacturing operations.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the device header. The device was no longer used and replaced. The patient was in stable condition post surgery.